Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. In submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). The report has been identified as b. Braun medical inc. Internal report# (B)(4). The actual pump involved in the reported incident was returned to b. Braun's carrollton, tx facility for evaluation. Volumetric accuracy testing was performed three times at a rate of 100 ml/hr and a volume to be infused (vtbi) of 10ml. The test results were within specifications at 10.01ml, 9.94ml, and 10.06ml. In addition, no physical damage was identified to the pump hardware which could have potentially caused or contributed to the reported event. Without the actual date of the event, infusion parameters and / or drug to be infused, further evaluation was not possible. Multiple attempts to obtain additional information were not successful. Based on the results of the investigation, the pump operated as intended. No conclusion can be made regarding the cause of the event. If additional pertinent information becomes available, a follow up report will be submitted. There was no indication the pump under infused or any malfunction of the pump occurred.

Event description:
As reported by user facility: customer reports, under infusion.